Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that these lot met all pre-release specifications. Per IFU, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient underwent a first treatment of a thoracoabdominal aortic aneurysm with two conformable gore tag® thoracic endoprostheses, tgu343420j/14790852 and tgu454520j/14850482. Prior to the procedure, axillo-axillary bypass was performed to save the subclavian artery. An access was made from the left femoral artery. It was reported that there was difficulty advancing the 24fr sheath dsl2428j/ 14475275 and the delivery catheters. The physician made several attempts to advance the devices and finally advanced the sheath up to the renal arteries and successfully implanted two endoprostheses in the intended position. After the endoprostheses were implanted, it was identified that the abdominal aorta was dissected above the renal arteries and the left femoral artery was injured. The left femoral artery was replaced with a surgical graft to repair the injury. A proximal type I endoleak slightly remained. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent a planned second treatment of the thoracoabdominal aortic aneurysm with two conformable gore tag® thoracic endoprostheses. Prior to the second procedure, the abdominal branches were surgically bypassed and the abdominal aorta was replaced with a surgical graft to gain the distal neck. Then tgu454520j/13872543 was implanted distal to the previously implanted tgu454520j. A tgu343420j was implanted distally and landed to the surgical graft. An intraoperative angiography showed a proximal type I endoleak from the previously implanted tgu343420j and a ballooning was performed to treat the type I endoleak. A type iii endoleak was also observed between the two tgu454520j. An additional ballooning was performed to treat the type iii endoleak. The procedure was finished with no evidence of endoleak. On unknown date, an aneurysm enlargement was identified and a proximal type I endoleak was suspected. A type iii endoleak was also suspected. The suspected proximal type I endoleak was reportedly contributed to the aneurysm enlargement. On (B)(6) 2018, the patient underwent re-intervention to treat the aneurysm enlargement and the suspected proximal type I and type iii endoleak. The type iii endoleak looked a fabric endoleak from the tgu454520j which was implanted on (B)(6) 2016, but the exact origin of the endoleak was not able to be determined. A tgu343420j was implanted proximal to the tgu343420j/14790852 to treat the proximal type I endoleak. A tgu454520j was implanted within the tgu454520j/13872543 to treat the type iii endoleak. The procedure was finished with no evidence of endoleak. The patient tolerated the procedure.